Event description:
It was reported by a nurse that a handheld computer would not work as expected as the device would shut down on its own. The area representative troubleshot the equipment; however the issue prevailed. At the moment, the reported handheld remains in transit to be returned to the manufacturer for analysis.

Event description:
Additional information was received from the area representative indicating there was no mishandling of the handheld. The reported handheld was returned to the manufacturer and underwent analysis. Analysis was completed on the returned handheld. Analysis of the handheld indicated no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly was associated with broken solder connections on the handheld main board. Analysis of the flashcard indicated the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.